Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that all charging circuit was charging properly. The site stated that the system had been left unplugged twice through the day. The system was fully operational at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside a procedure. It was reported that when moving the system, it was noted that the imaging had powered down. System was charged overnight and then noted to have died again when moving the system. No patient was present.